Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 468 mg/dl at the time of the incident. The customer treated with manual injection. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer was not able to troubleshoot during time of call. The reservoir will not be returned for analysis.